Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and had seizures. The customer reported the patient came into work and immediately fell on the ground and started seizing at which point was brought to aid. Emergency medical services was then promptly called. Patient's blood glucose at time of incident was 273 mg/dl. Patient's current blood glucose was unknown. The customer was then taken to hospital. The patient was hospitalized on (B)(6) 2018. The caller was unsure if the customer wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.